Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was unable to be programmed to MRI mode due to elevated pacing impedance on the left ventricular lead. The pacing configuration was reprogrammed to resolve the high impedance. The patient was stable but was unable to undergo an MRI.